Event description:
It was reported that the patient has been having pain that is getting progressively worse. Patient states that the pain is affecting her balance. She has been having knee, hip and back pain. Patient thinks that the reason for her problems is the shapematch recall.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon ps x3 tibial insert was reported. The event was confirmed. A review of the provided office notes, operative reports, and x-rays by a clinical consultant indicated: ¿review of the operative reports indicated shape match was not utilized in this case. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the instability was caused by the use of an insert that was too thin. The revision operative report states that the patient was revised due to pain and instability in which a thicker insert was utilized. A review of the provided office notes, operative reports, and x-rays by a clinical consultant indicated: ¿review of the operative reports indicated shape match was not utilized in this case. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ not returned to manufacturer.